Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1.1mmol/l due to receiving too much insulin. A history review was performed and identified that multiple manual boluses were administered within a short time of each other. Reportedly, the customer lost consciousness and had difficulty breathing due to the low blood glucose. Glucose drip was administered by a health care provider to address the bg. Customer has not been discharged at the time of this report. No additional information was provided.